Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("strong pain since insertion") and venous thrombosis limb ("vein thrombosis in leg") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstruation increased. Before essure she has not any contraception in use for a year and 10 months. Myomas were denied. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included mood altered with mirena. In 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), venous thrombosis limb (seriousness criterion medically significant), menorrhagia ("heavy and painful menstruation increased a lot"), dysmenorrhoea ("heavy and painful menstruation increased a lot"), irritable bowel syndrome ("irritable bowel syndrome"), urinary incontinence ("urinary and stool incontinence"), anal incontinence ("urinary and stool incontinence"), dysgeusia ("metallic taste in mouth"), headache ("headache"), vertigo ("vertigo"), hypoaesthesia ("sensory loss in lower back") and rash ("rash"). The patient was treated with enoxaparin sodium (klexane), tranexamic acid (caprilon) and surgery (patient is on a queue for essure removal). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, menorrhagia and dysmenorrhoea was resolving and the venous thrombosis limb, irritable bowel syndrome, urinary incontinence, anal incontinence, dysgeusia, headache, vertigo, hypoaesthesia and rash outcome was unknown. The reporter provided no causality assessment for abdominal pain, anal incontinence, dysgeusia, dysmenorrhoea, headache, hypoaesthesia, irritable bowel syndrome, menorrhagia, rash, urinary incontinence, venous thrombosis limb and vertigo with essure. The reporter commented: during klexane bleeding and pain have decreased. Caprilon has been tried for bleedings but it did not help. The patient is on a queue for essure removal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 06-nov-2017 for the following meddra pt: abdominal pain: n° 1622 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.